Event description:
It was reported to philips that foot switch connector was broken which may impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed wired footswitch did not work. Upon troubleshooting, fse found that connector on the footswitch was damaged. The cause of the footswitch failure could not be determined by the supplier's part analysis, but visual analysis found loose and- or broken off element. To resolve the issue, fse replaced wired footswitch. After replacement of wired footswitch, system returned to good working condition. The codes were updated based on the investigation outcome.